Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the trocar balloon, locking collar, valve seal and valve doors appeared intact. The inflation syringe and obturator were received. A functional evaluation found that the balloon was inflated and a cut was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extra peritoneal hernia procedure, while insufflating the balloon, there was a hole in the balloon and it did not inflate. A new product was used to complete the case. There was no patient injury.